Manufacturer narrative:
Visual inspection of the returned devices found them partially deployed. The anchors were not detached and were found to be broken with jagged edges at the distal tip. The function switches were received in the middle position, between the 'black' and the 'green' dot position and the sutures were not tensioned. The complaint was verified but the root cause could not be determined with confidence as several factors can contribute to the anchor damage. It is possible that bone hole was not big enough to allow the anchor to be seated causing implant damage during implant insertion. Also, excessive forces during anchor insertion can cause the implant to break. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution. (B)(6).

Event description:
It was reported that during the screwing in the humeral head, the anchor broke. The broken anchor was not retrieved from the patient. No patient injury or complications were reported.